Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the clinic after receiving antitachycardia pacing and high voltage therapy for a supraventricular tachycardia rhythm incorrectly diagnosed as a ventricular tachycardia episode. Programming changes were made. No further information after the resolution.